Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having an MRI due to a possible stroke. It is unknown when the issue began occurring.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient's symptoms were presenting again, with MRI guidelines inquired. It was stated that the patient has had some falls in the past but the timeframe is unknown. On (B)(6) the rep indicated that an MRI was not done and the patient is following up with their neurologist. Follow up information received from the hcp on (B)(6) reiterated that the movement disorder clinic decided they wanted an MRI based on the patient's symptoms, and that the patient did not and will not have an MRI.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.